Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/25/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: - how many sutures broke during the suturing process? If other, please explain when did the suture broke and the total of sutures affected. - were there patient consequences? If yes, please explain. - please provide the lot number. --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. On the morning, the patient suffered a trauma and the doctor used suture to suture the wound. During the suturing process, the suture broke again. When the patient was punctured again for suturing, the suture broke again. After examining the suture, the physician did not find any abnormalities, but during strength testing, it broke again, indicating a quality issue with the suture or a sterilization process leading to quality problems. Suture normally after replacing with new suture. Repeated punctures caused pain and injury to the patient. Additional information was requested.